Event description:
It was reported that the devices were used during a laparoscopic nephrectomy. The devices were being test fired and the devices were sticking, clips were loading intermittently. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 01/26/2009. Evaluation summary: the er420 instrument a was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. No firing issues were noted during eval. The instrument was locked out as intended. The analysis results found that the er420 instrument b was returned in good visual condition. The instrument was cycled and formed six conforming clips; then three clips were ejected. The remaining three clips were conforming. The instrument locked out as intended. It could not be determined what may cause the finding. The er420 instrument c was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. No firing issues were noted during eval. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.